Event description:
I initially received a left knee replacement in (B)(6) 2015, four months later I received a right knee replacement on (B)(6) 2016. I started having severe pain and inflammation around (B)(6) 2022 in my right knee. The pain came from my left tibia below my prosthetic knee implant, depuy (attune), radiating down my leg to my ankle. The pain is constant and also sends pain at night to my calf muscle that wakes me up, and I have to use topical pain cream, diclofenac sodium, or tylenol to try to manage the pain but the pharmaceuticals are often not successful in improving my constant pain. Additionally, I have instability and decreased range of motion that causes me to feel at risk for a severe fall event and further injuries. I finally made an appointment with an orthopedic doctor to find the source of this issue. They did a physical exam, x rays, and a nuclear bone CT (computed tomography) scan. The results provide evidence that the prosthetic implant device is moving and is the cause of the pain I have been experiencing for the past few months. The doctor said that this manufacture has had a failure rate that prompted them to make changes to this product and is evidence of a implant device failure. I checked with another doctor and he found the same diagnosis of movement in both knees, but am experiencing the pain in the right knee that requires immediate attention but they are predicting that the other knee will need to replaced as well. Both orthopedic doctors said the device needs to be replaced due to the medical device implant failure and will require a full knee replacement. I was informed that these devices would last for 30 years, and the failure of this device has caused a severe decrease in my quality of life and is putting me at risk for further, increased pain and for a future injury event. Functional CT (computed tomography) and x-ray scans were performed for evidence of prosthetic knee movement, along with blood testing to look for any infections.